Event description:
It was reported that the covered wallstent was unable to be released, and had perforated the delivery sheath. The covered wallstent was initially attempted to be deployed in the bile duct, but was mispositioned. The covered wallstent was retracted and another attempt to release it was made. The physician was unable to deploy the covered wallstent and the device was removed from the scope. Upon removal from the scope, it was noted that he stent had perforated the delivery sheath. The procedure was completed with a bare wallstent. There were no reported patient complications and the patient's condition was reported to be good post procedure.